Event description:
A patient's meter allegedly would only prompt "not enough blood" message. They reported they were seen in ER. The result on their meter was 183 mg/dl. The result on the emergency medical technician meter was 570 mg/dl. The time difference between patient's meter and emergency medical technician meter was unknown. Treatment was unknown. No further information has been reported.